Manufacturer narrative:
.

Event description:
Procedure: lap nissen. Reportedly, the handle on the device was very stiff and when toggling needle between jaws, the needle "flipped" out. The needle fell into the cavity, but was retrieved. Another instrument was used to complete the case.